Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower failed space could not be recovered as it was not appearing on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a failed icon outset, but nothing listed under the recover tab. A field service engineer (fse) had the customer navigate to the inventory tab and then sort by drawers were tower door 2 was greyed out. Further the fse force failed entire tower by using the emergency latch and then had the customer recover all the failed storage spaces. The system functioned as intended after the field service engineer repaired the device.